Event description:
It was reported that the radiofrequency programmer head would not interrogate. It was further reported that the programmer head was no longer needed and did not need to be returned. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer head was unable to interrogate, and it was being sent on to have the cable and the label replaced. (B)(4).